Event description:
The advocate stated her daughter's blood glucose tests were not stored in the memory of the contour next link. No adverse event alleged. The advocate was advised to returned the meter for investigation. New meter was sent to the customer.